Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the clips were unable to load properly into the jaws. New device was used to complete the case and resolve the issue. There was no patient injury.